Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for broken occluder feet. The plant evaluation cited no visible signs of overtorquing and complaint text did not address incorrect reagent usage so the root cause is uncertain. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
This is an international report of a after use for about five months, it was noted the liquid can not be stopped even if closing the clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for broken occluder feet. The plant evaluation cited no visible signs of overtorquing and complaint text did not address incorrect reagent usage so the root cause is uncertain. The lot number is unknown; therefore, a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The device evaluation is expected, but not completed yet. A follow-up report will be filed should any significant supplemental information become available.